Event description:
Follow-up indicated that the patient is recovering.

Manufacturer narrative:
The manufacturing and sterilization records were reviewed and no issues were found related to the nature of the complaint.

Event description:
It was reported to nevro that the patient developed an epidural hematoma and urinary retention post-operatively. The device was removed and nevro is awaiting the prognosis of the patient's condition.